Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert, replace battery now alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. It was reported the pump kept saying battery was low 3 times. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will not be returned for analysis.